Manufacturer narrative:
Results of investigation: the suspect component was returned for evaluation. Based on the evaluation the reported defect could not be traced or reproduced.

Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation. Any additional information received from the customer or through vyaire's internal investigation will be included in a follow-up report.

Event description:
The customer reported while using the enflow IV fluid/blood warmer model 100; the device is not warming or delivering desired temperature as intended. The issue occurred during patient-use; the patient was warmed with one machine in pre op - temperature was 36.6. The customer reported the patient received warmed fluid in the operating room - temperature was 35.5 in the middle and end of the surgery. The customer reported the temperature in the or were taken with a disposable gas machine probe and the fluid was warm to the touch that was infused into the patient in the or. (The IV tube was touched by staff). The customer reported entire system is available to be returned for analysis (controller/power supply and blood warmer in order to diagnose which part is malfunctioning). The customer reported there is no known impact or consequence to the patient at this time.